Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 494mg/dl. It was unknown that the auto mode feature was active at the time of incident. Customer stated that insulin pump was blank. Customer tried to rewind and prime the insulin pump and the insulin pump fixed itself. Customer was assisted in relinking the insulin pump and transmitter. The insulin pump will not be returned for analysis.